Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks including infection and sepsis as outlined in the labeling. Instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures as well as driveline care, which is also outlined in the patient manual. Based on the available information no conclusion can be made regarding the relationship of the bacteremia to the device; however, there is no indication of any device design or manufacturing issues related to the event.

Event description:
Information was received from the ventricular assist device (vad) coordinator that this patient was at a skilled nursing facility (snf) being treated with IV cefazolin for methicillin-susceptible staphylococcus aureus (mssa) bacteremia. No information regarding the source of the infection or its relationship to the device was provided. Blood cultures were positive with no obvious site of infection was identified and there was no evidence of driveline infection. The patient was initially hospitalized on (B)(6) 2015 and then transferred to the snf for IV antibiotic therapy on (B)(6) 2015.